Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the probable cause for the burned distal end cover was environmental. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the distal end plastic cover was burned. There was no patient involvement.